Event description:
It was reported that the ht70 ventilator had an oxygen sensor failure. There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
Product analysis #(B)(4): failure confirmed. The uut was power cycled on and the o2 failure alarm was generated. The alarm appeared one minute after being power cycled on without starting ventilation. The sensor was replaced with a known good sensor and the alarm was cleared. The uut remained power cycled on for one hour and the o2 alarm was not present. The old sensor was reinstalled and the alarm was duplicated again. The o2 sensor was found to be the cause of the alarm. The o2 sensor was inspected for any anomalies and none were observed. The cause of the o2 sensor failure could not be determined the serial number associated with the sensor (B)(4). If possible the sensor will be sent to the vendor for more information on the failure. Gch will include the final results if the sensor was inspected by the vendor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had an oxygen sensor failure. There was no patient involvement at the time of the reported condition.